Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. It was not reported if the patient was hospitalized. Outcome of peritonitis was not reported. Action taken with dianeal and extraneal therapy not reported. Additional information was requested, but is not available at this time. This is report 1 of 3.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report involves the same patient as in cmplnt-(B)(4) and cmplnt-(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.